Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that their implant wouldn't turn on and the issue began yesterday. Patient stated that they charged the implant fully and the implant battery would not turn on. Agent asked and patient confirmed the stimulation won't turn on. Patient unlocked the controller and saw no device found and patient had the recharger plugged into the controller. Agent instructed patient to unplug the recharger from the controller. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Agent walked patient through resetting controller; controller showed recharging 90% and implant 100%. Agent walked patient through adjusting therapy; patient was able to increase stimulation and patient feels stimulation in their lower back where it's suppose to be and a lot in their legs. Agent reviewed device function, informed patient to monitor and call back if further assistance is needed. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that the recharger would not communicate with the ins. They stated that the ins was a refurbished unit, and they were unable to charge.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.